Manufacturer narrative:
The service rep recalibrated the iris pot. The system operates as intended.

Event description:
The customer reported a bad iris pot error on the 9600+ system. No pt injury was reported.